Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an scd compression system. The customer reports bilateral varicose veins on the pt's legs ruptured after use of an scd device. The pt had previously been given therapeutic heparin for possible pulmonary embolism (pe). The pt required medical intervention in the form of a blood transfusion.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.